Event description:
Explantation of an artelon stt spacer due to swelling and pain approx 9 months after implantation. Implant date estimated to (B) (6) 2009. (B) (4)

Manufacturer narrative:
Visual examination shows that the spacer was not integrated into the bone and there was significant wear of the interposition part. Surgeon reported foreign body reaction which is a natural reaction to a loose implant. To assure the artelon stt spacer to integrate into the bone a bleeding surface has to be accomplished by proper preparation of the joint surface. In this case the performed preparation is unk and no conclusion can be drawn. The results from histological eval is not available yet.